Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having a suspected an infection and dislocating. The surgeon went in and replaced the glenosphere with a bigger ball and went to +8 on the humeral side.